Event description:
Approx. One week ago, patient developed intermittent alarms "shorting out" of the power supply when connected to the power module. He was hospitalized and has no problems while on battery support only. Thoratec recommendations are awaited.